Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a "ventilator inoperative " code was found in the ventilator's downloaded error log. The device was recalibrated to address the issue.

Manufacturer narrative:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a "ventilator inoperative " code was found in the ventilator's downloaded error log. The device was recalibrated to address the issue. The device's machine flow sensor was replaced to prevent recurrence. In addition of the above evaluation, the following parts were replaced as regulated by maintenance procedure to prevent failure: air inlet foam filter and particle filter. Performed final test, battery check, valve check, run in tests and cleaning then confirmed the unit operated properly. The software version was upgraded from 1.06.05.00 to 1.06.06.00.